Event description:
It was reported that a balloon rupture occurred. The 40%-60% stenosed target lesion was located in the basilic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, the physician inflated and deflated the lesion at 10atm. When the balloon was deflated, the physician felt resistance when the device was pulled. Subsequently, at second inflation, the balloon burst at 8atm after the balloon was able to be moved to the lesion intended position. The balloon catheter was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.